Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air gap in the tubing. The contact did not know if the customer's blood glucose level was impacted. It was noted that the air bubble was primed out of the tubing.

Manufacturer narrative:
Tandem's t:slim user guide describes how to remove air from the cartridge using the syringe.

Event description:
Reportedly, the customer does not always perform the air extraction technique.